Event description:
Event description boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) displayed a monitoring voltage of 3.12 volts prior to implant. The device was not used and was returned for analysis.